Event description:
On (B)(6) 2012 the reporter contacted animas to report that after swimming, the patient's pump would not power on. The patient replaced the battery and noted there was moisture in the battery compartment. There was no damage to the battery compartment or battery cap, and the cap was on securely. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump would not power on for investigation. Testing could not be adequately completed for the complaint regarding power loss due to the pump not powering on. There were no visible signs of corrosion or moisture in the battery compartment. There was visible moisture observed in the display. A leak test was performed and a display lens leak was observed. The pump was disassembled and there was evidence of corrosion on various internal pump parts.